Manufacturer narrative:
The field service engineer (fse) indicated that the customer decided not to repair the unit due to the cost of the repair. The root cause for the reported problem could not be determined.

Event description:
The customer reported that the unit failed compressor". Through follow-ups with the manufacture's field service engineer (fse), the unit cannot boot up and unit has an error code of air valve liftoff failure due to a broken turbine. The customer reported there was no patient involvement.